Event description:
During an in clinic follow up, the device was observed to be in back up mode. It was suspected the back up mode was due to an MRI that the patient had undergone and the device was not programmed into MRI prior. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.